Event description:
Per report received by atrium medical through customer satisfaction survey, the pt stated he received a c-qur mesh patch on (B)(6), 2011 and by (B)(6), 2011 it had dissolved in his abdomen and had to be removed. He stated during the removal of the device he got (B)(6).

Manufacturer narrative:
Due to the limited info provided, an eval for the described event is impossible. The type of mesh and lot number were not identified by the reporter. Mesh complaints were reviewed and no similar events have been reported.